Event description:
A male experienced a thrombotic event approximately two years and eight months after receiving two cypher stents. The pt's medical history including angina pectoris, hypertension, lipid metabolism abnormality, and previous percutaneous coronary intervention (pci) place him at increased risk for mace. The reason for the pt's admission to the hospital is unknown. Angiogram revealed lesions in the left main (lm), proximal left anterior descending (lad), and the proximal circumflex (cx). The lm and proximal lad were described as a type c, de novo, 20mm long, 3.0 reference vessel diameter and dissection lesion. The proximal cx was a type c, calcified, 11mm long, 3.0mm reference diameter and in-stent restenosis of a duraflex stent. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The pt underwent an elective pci. The use of aspirin, ticlopidine, warfarin potassium, and heparin were documented. Act were not reported. The proximal cx was treated with pre-dilation before using a cutting balloon at 8-10 atm. During pre-dilation, a dissection occurred at the lm-proximal lad. The first cypher (3.5/23mm) was implanted in the cfx at 18atm for 30 seconds. According to the instructions for use, the rated burst pressure (rbp) of 16 atm should not be exceeded. Pressures above the product rbp may result in intimal damage and/or dissection. Post-dilatation was conducted with a balloon (3.0/15mm) at 20atm for 30 seconds. Ivus was not conducted. The residual stenosis was 25%. Timi flow before and after the procedure was three. To treat the dissection, pre-dilatation was conducted before implantation of a second cypher (3.0/23mm) using kissing balloon technique and deployed at 18atm at the lmt - proximal lad. The second cypher was implanted by y-stenting with the first cypher and post-dilated. The residual stenosis was 0%. Timi flow before and after the procedure was three. It was reported good wall apposition was confirmed post-procedure. The procedure was successfully completed. Approximately two-years and eight months post the index procedure, the patient was admitted to the hospital with complaints of dizziness and vomiting. A day later, the patient went into cardiopulmonary arrest. Angiogram revealed a thrombus in the cypher implanted at the lm. The cypher implanted at the proximal cx did not have a thrombus.

Manufacturer narrative:
The thrombus in the lm was treated with plain old balloon angioplasty (poba). During the poba, the thrombus shifted to the proximal cx. Therefore, kissing balloon technique was conducted for lm-proximal lad and the proximal cx. It is unknown if, the pt had continued antiplatelet therapy prior to this admission. During the current admission, the use of warfarin potassium and sarpogrelate hydrochloride was documented. The products remain implanted thus unavailable for analysis. A device history record review of the involved lots revealed the products met quality requirements for product acceptance. Thrombotic events are a known potential adverse event associated with coronary stenting. There are pt, procedural and vessel characteristics that may have contributed to the reported event. In addition, the pt's antiplatelet regimen and compliance is unknown. There is no indication this event is design or manufacturing related. This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2007-01286. Additional information will be submitted within 30 days of receipt.